Event description:
It was reported by svc report that the right siderail is broken with sharp edges and it is unable to be latched up. Customer could not determine if there was pt involvement, however no adverse consequences were reported.